Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was observed. This complaint is confirmed to be within the scope of a known issue. Quality has previously reviewed, evaluated and investigated this failure mode. No further action is required at this time. Based on evaluation of the complaint information, this complaint meets the criteria for a previously investigated complaint.

Event description:
While using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, it was reported that the tubes were not filling up properly and when they do, it takes longer than other tubes. No serious injury or medical intervention reported.